Event description:
The report we received from our affiliate indicated that during the second dilatation of a previously placed aortic stent, the balloon burst at 3.5 atmospheres in circumferential manner. The balloon did not seperate at this point. The pt was sent to surgery to remove the burst balloon, and in order to facilitate removal, the distal end of the balloon catheter was cut manually. The pt was noted to be doing well at the time of this report. As per the reporting affiliate, the product was used per the instructions for use, and no anomalies were noted during prep. There was no reported difficulty crossing through the previously-deployed stent. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.